Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer delivered a correction injection to address bg. The customer continued to use the pump for insulin therapy.